Manufacturer narrative:
The initial reporter also notified the FDA on 09nov2022. Medwatch report # mw5113232. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: "multiple episodes when nurses attempted to administer vaccines intramuscularly into deltoid muscle of different patients, resistance was met. After changing the needles, the nurses were able to administer the medication. The patients were not injured. At the site of administration, there was no local discomfort reported by the patients and no visible harm after medication administration. When trying to push the plunger nurses reported feeling a resistance. With force the plunger would move away.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2076930. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: "multiple episodes when nurses attempted to administer vaccines intramuscularly into deltoid muscle of different patients, resistance was met. After changing the needles, the nurses were able to administer the medication. The patients were not injured. At the site of administration, there was no local discomfort reported by the patients and no visible harm after medication administration. When trying to push the plunger nurses reported feeling a resistance. With force the plunger would move away.